Event description:
It was reported that this right atrial (ra) lead exhibited low out of range pace impedance measurements during the implant procedure. The lead was replaced. No adverse patient effects were reported. It is not expected to receive this lead for analysis.